Event description:
It was reported that the lead exhibited low impedance and poor sensing amplitude. During the repositioning procedure an insulation abrasion was noted. The lead was replaced. The patient's condition was good before and after the event.

Manufacturer narrative:
Final analysis found the reported low lead impedance and poor sensing were due to an intermittent short circuit between the lead coils caused by damaged distal insulation. The proximal and distal insulations were damaged as a result of friction to the implantable cardioverter defibrillator can.